Event description:
The manufacturer was notified on (B)(4) 2014 that a mitroflow aortic pericardial heart valve - model 12a, size 27, s/n (B)(4) was explanted after 5.7 years due to aortic regurgitation.

Manufacturer narrative:
The returned device is in the process of being evaluated. Review of the device history records confirmed that the valve satisfied all material, visual and performance measures of a size 27, model 12a mitroflow valve at the time of manufacture and release.

Manufacturer narrative:
Conclusion = this mitroflow valve was explanted after 5 years and 8 months due to a reported prosthetic regurgitation. The insufficiency of the valve resulted from the formation of six tears in all three leaflets. Although small intrinsic calcifications were detected in a leaflet, the leaflets of the returned valve were pliable. Cusp tears without calcification are related to direct mechanical damage to the collagen structure during functional opening and closure of the cusp. Histological analysis, performed in this mitroflow valve, showed the presence of lipid infiltration (cholesterol clefts) and inflammatory cell infiltration into the pericardium tissue of all the leaflets. This lipid infiltration, as supported from the scientific literature may contribute to localized leaflet stiffness, and if associated with a degeneration of collagen fibers as detected in the samples from this mitroflow valve, may lead to leaflet tears. Histological analysis also identified some gram positive bacteria. Prosthetic valve endocarditis is a complication of cardiac valve replacement that can cause early structural valve deterioration. It is possible that the patient's massive lipid infiltration and the bacteria infiltration detected in the histological samples may have contributed to the structural valve deterioration observed in this mitroflow valve. The results of the investigation are summarized in the attached technical report. (B)(4).

Event description:
The manufacturer was notified on 19 sep 2014 that a mitroflow aortic pericardial heart valve - model 12a, size 27, s/n (B)(4) was explanted after 5.7 years due to aortic regurgitation.